Event description:
Litigation alleges that the patient suffers severe pain, discomfort, clicking/grinding noises, and instability. Pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.